Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient experienced a ringing / pulsing in her ear when walking through a security gate. It was stated that the issue began occurring in 2014 and the patient now turns the device off prior to walking through the gate. Please see report number 3004209178-2016-18876.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.